Manufacturer narrative:
The actual date of event is unknown. Root cause: the root cause for the reported issue that device had shutdowns during transport was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during site visit that there was a gneral complaint that previous (older) alaris devices no longer in use shutting down during patient transport or just bumping into an alaris system on an IV pole. Clinicians did state this has not happened since they implemented the new devices which occurred approximately a year ago. There was patient involvement, however no harm reported.